Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-12403. It was reported that catheter entrapment occurred. The chronic totally occluded (cto) target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). Vascular access was attempted utilizing antegrade approach, but an unspecified device failed to cross the lesion. Vascular access was then obtained via the septal branch utilizing retrograde approach. After a guide wire crossed the lesion, pre-dilation was performed using a non-bsc balloon catheter and a lesion was found distal to the cto in mid rca and treatment for distal rca was performed. A 3.00 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the cto lesion. This stent was then implanted in proximal to mid rca. Then another 3.00 x 38 synergy¿ drug-eluting stent was advanced to distal rca and was inflated. Deflation was performed without problem, however, it was unable to remove the stent delivery system (sds) of the device. A guide wire was inserted and balloon inflation was performed next to the sds of the device but still it was unable to remove the sds. The non-bsc balloon catheter did not move and became stuck with the wire lumen of the sds. It was decided to perform surgical removal. It was difficult but it was managed to remove the sds by pulling the sds from the proximal and the distal surgically. No bypass surgery was performed. As a result to the entrapment, the implanted synergy stent in proximal to mid rca was damaged and treatment will be necessary. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a guidezilla guide extension catheter was advanced to solve the stuck synergy stent but failed to resolve the issue.